Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. Device was discarded.

Event description:
Patient reported infusion set was leaking in the past; exact date is unknown. Patient stated insulin was leaking from the headset. No adverse event reported. Infusion set has been discarded. No product will be returned.